Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of automatic mode switch due to noise were noted on the atrial lead. The noise was reproduced during lead provocation. However, the physician did not perform intervention due to all electrical parameters being stable. The patient was stable and will continue to be monitored.